Event description:
The pt's mother reported that her daughter's blood glucose measured 326 mg/dl at 5:50 am, 312 mg/dl at 1:26 pm, 323 mg/dl at 9:01 pm, 407 mg/dl at 5:50 pm, 381 mg/dl at 3:15 pm and 306 mg/dl at 11:30 am. No insulin boluses were reported. The mother noticed leaking at the insertion area and also stated that the cannula was bent. She said her daughter's doctor wanted all pods to be placed on her arms over the summer, not any other possible infusion sites.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia or to determine the root cause of any leak. Qualification records were reviewed and the product lot met all acceptance criteria.